Event description:
When contacted for follow up information, the healthcare professional reported they have had no contact from the patient. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking sensation at the lead site. There was no incident related to the event, and the shocking occurred while the patient was sitting. The shocking stopped when the implantable neurostimulator was turned off. The patient outcome was not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3777-45, lot#: v859553015, implanted: 2011-(B)(6), explanted: na, lead model: 3777-45, lot#: v859553017, implanted: 2011-(B)(6), explanted: na, recharger model: 37752, serial#: (B)(4). (B)(4).